Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "cytomegalovirus (cmv) infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the corner of the mouth and above it (nl3) with 0.3 ml of juvéderm® volift¿. One week later, the patient returned with ¿pain, lesions in the mouth and a bluish discoloration¿ at the injection site. The patient experienced ¿erosion inside/oral, pain, and external bruise.¿ the health professional reported that ¿since an accidental vascular injection cannot be completely ruled out,¿ they wanted to treat the patient with hyalase, but the patient refused. The health professional now wants to do it for forensic reasons. The event is ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: g1, h6.

Event description:
Health professional reported injecting a patient in the corner of the mouth and above it (nl3) with 0.3 ml of juvéderm® volift¿. One week later, the patient returned with ¿pain, lesions in the mouth and a bluish discoloration¿ at the injection site. The patient experienced ¿erosion inside/oral, pain, and external bruise.¿ the health professional reported that ¿since an accidental vascular injection cannot be completely ruled out,¿ they wanted to treat the patient with hyalase, but the patient refused. The health professional now wants to do it for forensic reasons. The event is ongoing.